Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that there was no 400vdc to the generator from the image acquisition system (ias) power tray and there was no 48vdc to the energize contactor. It was also found that the ground fault interrupter (gfi) was tripped, so the manufacturer representative reset the gfi. This resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the site went to turn the system on, it wouldn¿t stop beeping and a ¿system booting, please wait¿ message would not go away. There was no patient present when this issue was observed.